Event description:
Customer's mother reported via phone, the insulin pump alarmed motor error during normal basal. Customer's blood glucose was 306 mg/dl. Troubleshooting was performed. Customer uses the sensor feature and customer's mother was advised about false motor error alarms. Customer's mother stated they were unable to complete the rewind sequence. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be returned. Customer's mother agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error and motor encoder position error due severely corroded motor home switch. Displacement, rewind, basic occlusion, prime, and excessive no delivery tests were not performed due to constant motor error alarm loop. The device had minor scratches on the lcd window corners, creaked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. Moisture damage was noted on all electronic assemblies.